Event description:
Terumo medical angio-seal evolution vascular closure device failed to deploy. Physician chose to hold pressure instead of obtaining a second device. Pressure was held and bleeding stopped. No harm to patient.